Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 14mmx2.75mm, eccentric, de novo target lesion contained a degree bend of >45 and <90 and was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. After successful negotiation with a non bsc guide wire and following predilation with a 2.5x15 mm unspecified balloon catheter, a 2.75 x 16mm promus element ¿ drug eluting stent was selected for use and advanced to treat the target lesion. While negotiating with the device for almost 10 to 15 minutes, the physician realized that it was a tight lesion. The physician attempted to re-advanced the device but still failed to cross the target lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypotube broke 184mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).